Manufacturer narrative:
Concomitant medical product: 511211 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing of premature ventricular contractions (pvc), one potential oversensed t-wave on electrograms (egm) and variable r-waves. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.